Event description:
It was reported that post coronary artery bare metal stenting treatment procedure, stent migration occurred. According to the physician, the patient was told a 4.0x13mm primo stent was implanted in his heart. The stent cannot be located. The patient has consulted two cardiologists and neither will confirm with certainty the presence of a stent. The patient is not reporting any complications as a result and his status is listed as stable.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. If there is any further relevant information from that review, a supplemental medwatch will be filed.